Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and no abnormality was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, there was no device abnormality observed. Therefore, the cause of the adverse event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument, while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a distal total gastrectomy, the subject device did not complete the seal/cut cycles, with an error message. The procedure was prolonged by 30 minutes, and was completed with a similar device. There were no reports of patient harm.